Manufacturer narrative:
This was reported as being a pro-kinetic energy stent system. It was actually a pro-kinetic energy explorer stent system. Lot number is correct, but model number should be 371458. Report has been updated. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that one stent strut is bent backwards in the distal part of the stent. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. The stent is crimped at its appropriate position. Since it was not possible to apply a reference protector cap over the deformed strut without bending it further, it can be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Based on the conducted investigations of the device being subject to this complaint, no manufacturing related root cause could be determined.

Event description:
An pro-kinetic energy coronary stent system was selected to treat a calcified lesion (90 percent stenosis degree) in a vertebral artery. During unpacking a stent deformation was noticed.